Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the alert date for the complaint was reported incorrectly. The actual alert date was (B)(6) 2021. Therefore, section g 3. Date received by manufacturer is 8/5/2021. Therefore, report submission due date was actually (B)(6) 2021. Manufacturer¿s reference number: pc-000958803 on (B)(6) 2021, mentor became aware that the alert date for the complaint was reported incorrectly. The actual alert date was (B)(6) 2021. Therefore, section g 3. Date received by manufacturer is 8/5/2021. Therefore, report submission due date was actually (B)(6) 2021.

Manufacturer narrative:
On september 20, 2021, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating the patient's identifier and the replacement device: 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9565297 sn: (B)(6). On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 350cc breast implant had three (3) bubbles in the gel measuring each one approximately 1.0 cm x 1.0 cm. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per the database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it meets all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded that the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint on 8/5/2021, some bubbles are observed within the implant. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per the database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it meets all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded that the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a mentor memorygel breast implant 350cc and suffered from a wound infection on the left side. As a result, the patient had undergone removal on (B)(6) 2021.